Event description:
N/a

Manufacturer narrative:
An event of device embolization and retrieval following implantation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported device embolization could not be conclusively determined. The reported unexpected medical intervention was a result if case-specific circumstances as the device was removed via snare. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25-18mm amplatzer talisman patent foramen ovale (pfo) occluder was successfully implanted in a patient suing transesophageal echocardiogram guidance. The defect measured 8mm in diameter at the tunnel opening, with a tunnel length of 10mm and a secundum width of 6mm. Device sizing was determined through direct measurement. The occluder was confirmed to have been properly placed. No rhythm changes were observed during the procedure, and a stability check was performed. There was no leak detected around the lobe of the device, and no difficulty was encountered during implantation. On (B)(6) 2025, it was noted via chest x-ray and transthoracic echocardiogram that the occluder had embolized. The embolized device did not cause any obstruction or blockage of blood flow. The patient did not experience any clinical signs or symptoms during or after the event. A fluoroscopy exam confirmed that the occluder had embolized into the patient's abdomen. The decision was made to snare the occluder using non-abbott devices. The cause of embolization is believed to have occurred because the wire passed through a fenestration rather than the true tunnel, and a larger device might have been more appropriate. The patient has been discharged and is currently stable.